Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor glucose reading was over 200 mg/dl but his blood glucose level was 50 mg/dl. The insulin pump alarmed calibration error. The sensor and blood glucose reading was not within an acceptable range. The device was not returned.